Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes a contaminate was found on the inner wall of the tube, it was described as a "black dot," the dot was noticed prior to use. No health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.4. Device available for eval: yes d.4. Returned to manufacturer on: 30-nov-2023. H.6. Investigation summary: bd received one hundred (100) samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for foreign matter (fm) with the incident lot was observed. Black particles were observed in the tube and underneath the label. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of fm-particles. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes a contaminate was found on the inner wall of the tube, it was described as a "black dot," the dot was noticed prior to use. No health impact or consequence reported.